Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited slow charging. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited slow charging with notifier displayed incorrectly. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout the procedure.